Event description:
Covidien received information stating that a patient was removed from an 840 ventilator and placed on a second ventilator. According to the report the ventilator failed the gas supply/safety valve test. The oxygen (o2) proportional solenoid valve (psol) was found cracked. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 psol. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).